Event description:
It was reported that a dependent patient presented in clinic for routine generator exchange. Prior to the procedure, it was noted that there was noise oversensing resulted in pacing inhibition on patient's right atrial lead. Programming change was performed to address the issue. The patient was in stable condition.